Event description:
The international distributor reported the ventilator alarmed due to a low oxygen supply. The ventilator was not in use on a patient therefore there was no harm or involvement. The distributor reported there was leak found at the oxygen water trap assembly. The assembly was retightened but the alarm continued to occur. The distributor's service technician replaced the oxygen water trap assembly to correct the reported problem. During use in normal ventilation mode, a high urgency alarm indicates that o2 gas supply is below acceptable levels and the % o2 setting is above 21%.

Manufacturer narrative:
Requested part return for analysis; not yet received.oxygen water trap assembly. Requested part return; not yet recvd.